Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) male patient's trunk cable connector was broken. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trunk connector housing broken) was confirmed. Upon investigation, the electrode belt trunk connector housing was broken. The locking nut was missing and the electrode belt was unable to lock into a test monitor. The root cause for the missing locking nut could not be positively identified but was likely excessive force. No adverse event resulted from the broken connector. The patient was issued a replacement electrode belt.